Manufacturer narrative:
As part of our investigation, olympus followed up with the user facility regarding the reported event and was informed that there was metal exposed on the device jaw. No error codes were observed on the generator. No device fragment fell into the patient. There was no bleeding observed. The intended procedure was completed with the same device. There was no patient injury reported. Additionally, the user facility reported that the device and the connection points were inspected prior to the procedure with no anomalies found. The device was not returned to olympus for evaluation. Based on similar reports, this type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus received a medwatch report that states during a therapeutic laparoscopic bilateral salpingectomy procedure, the white insulation (teflon pad) on the grasping section of the device partially detached. The damage occurred while on the patient¿s tissue.